Event description:
According to the literature, a prospective study between 2008 and 2022 included 158 cases of laparoscopic sleeve gastrectomy (lsg) and 161 cases of laparoscopic roux-en-y gastric bypass (lrygb). In the lsg procedure, the stomach was stapled using 60 mm purple and tan endoscopic stapler reloads. A competitor suture was used to the lower staple line. During the lrygb procedure, the gastric pouch was created using 30 mm and a tan 60 mm endoscopic stapler reloads. A 45 mm reload was used to form the gastrojejunostomy and jejunojejunosotomy. The omega limb was divided using a 60 mm endoscopic stapler. The jejunal-jejunal and petersens defects were closed with an unspecified endo-hernia stapler. Across the cohort postoperative complications included anastomotic leak, stapler line leaks, postoperative bleeds, anastomotic ulcer perforation. Interventions included reoperation. No information was given into the specifics of each complication. Complications of internal hernias were not device related. Long-term weight loss and comorbidity resolution of laparoscopic sleeve gastrectomy and laparoscopic rouxen-y gastric bypass and the impact of preoperative weight loss on overall outcome doi: 10.1097/sle.0000000000001313.

Manufacturer narrative:
D10 concomitant products: unknown egia su, unknown endo gia sulu (lot#: unknown), unknown egia su, unknown endo gia sulu (lot#: unknown) james lucocq, mbchb. "Long-term weight loss and comorbidity resolution of laparoscopic sleeve gastrectomy and laparoscopic rouxen-y gastric bypass and the impact of preoperative weight loss on overall outcome". 2024, www.surgical-laparoscopy.com. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3 correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.